Event description:
During device preparation, an error was noted that the catheter had been previously used. The device was exchanged and the procedure was completed. No adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.